Event description:
The olympus representative reported the probe tip on the evis lucera ultrasound gastrovideoscope was missing. No patient injury reported. During the evaluation of the device, it was noted the ultrasonic probe surface was peeling due to physical stress. This report is to capture the reportable malfunction of the ultrasonic probe surface was peeling due to physical stress noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue of the image issue was not confirmed. The acoustic lens was peeling off. The bending section cover adhesive was peeling (floating) and had an air leak (the adhesive may be chipped, and fragments may fall into the body). The bending section cover adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found on the objective lens and switch four (4). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" to add the country japan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured based on the results of the investigation, the cause of the peeling ultrasonic probe surface likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Visually check that there are no abnormalities such as cracks, dents, swells, edges, scratches, protrusion of metal lines from inside, protrusion, sag, deformation, bending, adhesion of foreign matter, and falling off of parts on the outer surface of the entire length of the insertion part including the curved part and the tip part." Olympus will continue to monitor field performance for this device.